Event description:
During evaluation of a returned spectrum iq infusion pump, the device had low audio when powering on the device. No additional information is available.

Manufacturer narrative:
During evaluation the device had low audio when device was powering on. The cause was identified to be the speaker being loose. The rear case will be replaced to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.